Event description:
Dec 31, 2024, called dexcom after having several sensors fail for the g7 pair issues. Jan 2, 2025, called dexcom again after another two failed sensors from the same batch. Received two separate order numbers. Dexcom is refusing to replace entire batch and requiring individual complaints for each sensor in the lot. Received one sensor on 01/07/2025. No updates regarding the 31st with the three sensors. Jan 5, 2025, called and ordered a replacement for another sensor in the same lot that was having sensor pair issues. No tracking for 12/31/24 or second order on 01/02/25. Jan 6, 2025 - called and ordered a replacement for the same lot. Same issue. No tracking for 12/31/24, 01/02/25, or 01/05/25. Jan 9, 2025, called and ordered a replacement for the same lot. Same issue. No tracking for 12/31/24, 01/02/25, 01/05/25 or 01/06/25. Jan 13, 2025, received tracking information for sensor ordered on 01/06/2025 via email, arrival time is 01/18/25 which is after the expiration of the one received on 01/07/25. No tracking for 12/31/24, 01/02/25 or 01/05/25. Jan 14, 2025, called and advised the same responses as prior calls - escalation team has it, no way to speak to them. No way to expedite. Each lot as 9 sensors. Dexcom is requiring an individual call for each sensor that is confirmed pairing issues, which requires insertion to confirm before they will issue a new sensor, despite having verification that the entire lot is disfunctional. Dexcom refuses to provide escalation contacts and provides the same response every phone call that the missing orders from 12/31/25 (of 3 sensors) and 01/05/25 are with their "escalation team" however there is no way to speak with their escalation team. They have advised that there are shipping issues, yet I receive sensors ordered after and in between. I am stuck managing multiple order numbers since they refuse to replace the lot. Asking for a supervisor results in hold times of several hours or they do not return phone calls. Reference reports: mw5164814, mw5164815, mw5164816 and mw5164817.